Event description:
While performing scheduled maintenance on the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.

Event description:
While performing scheduled maintenance on the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no patient involvement. The issue was identified by the fse during a visual inspection of the unit. As a result of the damage, it was determined that the battery pca needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that pin 1 on j2 was bent. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to a bent pin on the connector j2. Following the evaluation, the battery pca was scheduled to be archived. The battery pca was replaced and the device passed all subsequent testing. The device remains at the customer site. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. A follow up analysis of the returned battery pca verified that a pin on the j2 connector was bent. No further investigation is warranted related to the resolution of this event.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.